Event description:
It was reported that the right ventricular (rv) lead associated to this pacemaker, exhibited oversensing of noisy signals that were stored as non-sustained ventricular arrhythmia episodes. Additionally, pacing inhibition was also noted due to the noisy signals. The patient reported they suffered dizziness. Technical services (ts) was consulted and discussed the rv lead would likely require to be replaced due to suspected damage. This pacemaker remains in service. No additional adverse patient effects were reported.